Event description:
While they were initiating therapy on a patient, they observed that the unit had low augmentation. The patient was switched to another unit and therapy was continued. No patient injury was reported.